Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the corrosion was a component failure and the most likely cause of the image not being completely displayed was due to foreign material on the lens. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had corrosion on the suction compartment, foreign material on the lens, and the image was not completely displayed. There was no patient involvement.